Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered due to high-rate non-sustained episodes and short v-v intervals. It was noted that the rv lead exhibited undersensing and oversensing. It was also noted that the rv lead had an impedance warning due to low impedance measurements. There appears to be undersensing of ongoing ventricular fibrillation (vf) along with possible chest compressions and external shock shown on the electrograms (egm). It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy due to the device supra ventricular tachycardia (svt) discriminator feature that can help prevent the inappropriate detection of atrial fibrillation (af) with rapid ventricular response as a ventricular tachycardia (vt) by evaluating the stability of ventricular intervals. It was noted that the device classified the episode as svt, but it was suspected to be true ventricular fibrillation (vf) resulting in a delay in therapy. It was also noted that the healthcare professional felt the patient was not shocked appropriately. Eventually chest compressions and external shocks was needed and shown on the electrograms (egm). The device and lead remain in use. No further patient complications have been reported as a result of this event.